Event description:
It was reported that the patient underwent an artificial urinary sphincter (aus) revision surgery to replace their cuff due to recurring incontinence. The original cuff was mistakenly oversized. The doctor removed the 6cm cuff and replaced it with a 5cm. There were no additional patient complications reported.